Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device. To date no response has been provided. If further details or the device are received at a later date, a supplemental medwatch will be sent: did any part of the torn pouch fall into the patient? If so, was the part retrieved? If a part broke off of pouch, is the part and the rest of the device being sent back for analysis? Or was the torn portion disposed of? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure when they were removing the device, it ripped. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. H6: investigation conclusions: no problem detected (d14) (B)(4). . H6: investigation conclusions: no problem detected (d14).

Manufacturer narrative:
(B)(4). Date sent: 12/9/2020. D4: batch # u9333h. Investigation summary the analysis results of the pouch device found that it was received fully deployed. The suture and the bag were not returned for analysis. It could not be determining what may have cause the reported event. Event could not be confirmed as no bag and suture were returned for analysis. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.